Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the power supply of the fan does not recharge with error code message of +24v failure, power fail failures. The customer reported that there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. Fi technician tested the power supply and observed the transistor (q15) pin 2 (base) and pin 3 (collector) shorting to ground and the comparator (u8) pin 10, 11 and pin 13 shorted with zero ohms of resistance on the power supply logic board.